Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that the patient expired as a result of a head injury sustained on (B)(6) 2015. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's husband stated that patient was wearing dexcom equipment at the time of death, but patient did not expire as a result of diabetes or dexcom equipment. Patient's husband reported patient fell down some stairs at home and struck her head. Patient's husband found patient unconscious and called paramedics. Patient was airlifted to the hospital on (B)(6) 2015, where she was placed in a medically-induced coma. Patient's husband reported many tests were performed at the hospital, including x-rays and cat scans (CT). Patient did not recover. Patient was pronounced dead on (B)(6) 2015. Patient's husband reported cause of death was head injury from fall. A death certificate is not available. No additional event or patient information is available.